Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6) and the implantable cardioverter-defibrillator (ICD) shock could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the shock is unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a speed was update around (B)(6) 2024 due to their large left ventricle size. On (B)(6) 2024, the patient presented to the emergency department (ed) after an implantable cardioverter-defibrillator (ICD) shock. No left ventricular assist device (lvad) alarms occurred per the patient. Prior to discharge home from the ed, the speed was decreased. Log files were submitted for review capturing 102 pulsatility (pi) events. There were no other unusual events seen within the log files. The mechanical circulatory support (mcs) equipment was operating as expected.